Event description:
It was reported that the implantable pulse generator (ipg) site looked red and felt warm, and patient experienced burning sensation. The patient went to the emergency room (ER) and no infection was found. The patient was administered with antibiotics as a precautionary measure and was doing well upon follow-up.